Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the biventricular pacing was going down over the last couple months. An inquiry regarding programming was requested. Technical services (ts) discussed options for turning biv trigger on as the device was currently programmed to left ventricular pacing only. Ts also noted anti tachycardia response episodes to be oversensed. The field representative will discuss the case with the physician. It was not certain if the patient would be brought in for a follow up due to the covid-19 situation. The device remains implanted. No adverse patient effects were reported.